Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) with 80% stenosis, moderate calcification, and mild tortuosity. Pre-dilatation was performed. The vessel diameter was 5.5mm. The vessel was prepared with a balloon size of 6mm and was inflated to nominal pressure of 8 atmospheres (atms) for 2-3 minutes. The first 6 cm of the 5.5x80mm supera self expanding stent system (sess) was deployed, however, the last 2 cm could not be released even though the slider was moving back and forth and the last 2cm of the stent stayed blocked in the shaft of the supera. Atherectomy was not used. The introducer sheath was 6 - 8cm above the supposed proximal end of the device. The device was partially deployed 1st (6cm over the 8cm) then deployment was not possible anymore. The thumb slide was very hard. The deployment lock was unlocked to try to push and to deliver the end of the stent to solve the problem but there was no effect and the thumb slide was blocked. The delivery system was removed under fluoroscopy. The physician decided to attempt to retrieve the system as a whole via the crossover sheath with the 6cm stent deployed and the 2cm blocked in the shaft of the stent. There was no resistance noted prior to the dislodgement. However, during the retrieval, the 2cm of blocked stent released in the right iliac while the 6cm deployed supera stent stayed in the left iliac and the distal tip of the delivery catheter of the supera separated. The stent was now over the bifurcation partly in the left and right iliac arteries. The physician decided to park the two parts of the supera into the iliacs via 2 sheaths and protected stenting with 2 non-abbott covered stents including the separated distal tip that was embedded in the vessel wall. The patient was good with pulsations in both iliacs. There was no adverse patient sequela, however, there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation/deployment failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. Based on the report provided there appears to have been a failure of the ¿slider¿ component that deploys the stent out of the delivery system. Prior to the slider failure an estimated 6 centimeters (cm) of stent had been deployed within the properly prepared vessel. At this point in the procedure the stent delivery system, the partially deployed stent and the introducer sheath were removed, as per the instructions for use (IFU). A significant portion of the supera stent was opposed to the vessel wall and it appears that, when the stent delivery system and the introducer sheath were removed as a single unit, the remaining 2 cm of the supera stent was released in an uncontrolled manner. It is noted that anatomically the bifurcation was acute which potentially could have influenced the slider failure due to an increase in the resistance the slider encountered over the bifurcation. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified, mildly torturous, and 80% stenosed anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in reported activation failure/ deployment failure and the reported mechanical jam; however this cannot be confirmed. Manipulation of the device likely resulted in the reported/noted material separations (tip jacket, inner member). The treatment appears to be related to the operational context of the procedure as reportedly the two parts of the supera were parked in the iliacs via two sheaths and protected stenting with 2 non-abbott covered stents and the distal tip was embedded in the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.